Event description:
Customer had blood glucose over 500 mg/dl, felt sick and was vomiting. She went to her doctor's office and was given a pen to manually inject insulin. She also changed the device. Her blood glucose lowered to 109 mg/dl.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide advises that, "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." To treat high blood glucose, it recommends, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance and drink eight ounces of water every 30 minutes until blood glucose is within bg goal."